Event description:
Reportable based on device analysis completed on 22 oct 2025. It was reported that a catheter issue occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. The opticross hd imaging catheter was selected for use; but difficulty flushing the device was encountered and there was no image. The procedure was completed with another of the same device. The patient condition was stable, and there were no complications. Device analysis revealed that the catheter was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the catheter was twisted and exhibited ripples around the imaging window. No damage or wrinkles were observed in the imaging core within the telescope section of the device. Impedance test showed an electrical open at the proximal end of the catheter, between 130 and 140 cm from the distal housing. Functional test showed that the device could not be flushed when the telescope was fully advanced and could not be fully retracted due to the condition in which the device was returned.